Event description:
Additional information received indicates that the patient reported that they set the ipg into MRI mode, not surgery mode prior to the procedure in (B)(6) 2025. Surgical intervention took place on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg does not connect with external devices. Reportedly, the patient had an unrelated procedure in (B)(6) 2025, wherein the ipg was not set into surgery mode. Troubleshooting was unable to resolve the issue. In turn, the patient was unable to set the ipg into MRI mode. As such, surgical intervention may take place at a later date to address the issue.